Manufacturer narrative:
Device evaluated by MFR: a promus element plus 2.50x24mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent damage was noted in the proximal region. Struts were found to be lifted from their crimped stent position. The undamaged stent od (outer diameter) was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 13may2021. It was reported that the device was unable to cross the lesion. A percutaneous coronary intervention was being performed. The 90% stenosed target lesion was located in the severely tortuous and calcified left circumflex artery. This 2.50x24mm promus element plus device was selected however the device was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patients status is stable. However, device analysis revealed stent damage.